Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow-up with the customer, she indicated that the housing where all the screws go in had all broke as she went to unplug it from the outlet. She did not report of any spark, fire or injury. She also indicated that she will return the original defective product to medela, but as of the date of this report. Medela has not received the product. Should the original product be received and evaluated resulting in new info a follow-up report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse condition that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer stated that the housing of her pump in style transformer broke apart exposing the underlying electronics.